Event description:
A caller reported encountering a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through this process. Following the reset, the pump no longer displayed the error code, and the caller was able to successfully start their sensor session.